Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Event description:
It was reported that the e360 ventilator had an oxygen leak. Patient involvement information was not provided. Medtronic/covidien was not authorized to repair the device. To resolve the issue, a non-medtronic/covidien service provider connected the blue tube and recommended that the customer reduce the central oxygen pressure. The ventilator was now in working condition.